Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the suction irrigator broke off while inside the patient. The tip was retrieved. On 06-jun-2022, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon vaguely recalled a suction tip breaking during the dissection but never coming completely off. Ultimately it was entirely removed. The surgeon didn¿t recall the patient and was reported to not be in the operating room on (B)(6) 2021, the reported event date.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the suction irrigator associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis (fa) found the primary failure of dislodged snake wrist to be related to the customer reported complaint. The instrument was found to have a dislodged snake wrist. Snake wrist end cap was found dislodged from the main tube. The entire distal tip was returned. The snake wrist end caps were also observed to be dislodged from the female-female snake wrists. Fa attributed the failure to mishandling/misuse. Additional observation(s) related to the customer reported complaint: the instrument was found to have a broken grip tip. Grip tip was found broken off from the snake wrist end cap. No material missing. Fa attributed the failure to the user. The instrument was found to have a dislodged snake wrists at the distal end. Fa attributed to component failure. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. There was no procedure on (B)(6) 2021on sk2093. The suction irrigator (pn 480299-06, lot k10200803-0391) was used on system sk0881 on 14-may-2021.per logs for 14-may-2021on sk0881, there were no errors that would be related to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was alleged that during a da vinci-assisted the suction irrigator tip broke off during the dissection while inside the patient and was retrieved. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.